Event description:
The manufacturer received information alleging a death occurred during the use of a ventilator. Intervention was not specified. The device has not been returned to the manufacturer. At this time, we are unable to confirm any alleged malfunction. A report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text: device not returned to manufacturer.